Event description:
This patient was in a physical fight and was punched in the chest at the location of this device implant. The physician felt there might be possible lead fractures and a device header fracture. The system was removed and replaced. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was visually inspected, particularly the header of the device, revealing no anomalies. The ICD was interrogated, revealing the battery status bol. The ICD was implanted for 21 months and 12 charging cycles were recorded to the ICD's memory. The memory content of the device was inspected. During the analysis of the available iegm's noise was observed in the farfield channel. Therefore, a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the ICD is proved to fully functional. There was no indication of a material or manufacturing problem.